Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received states the device was explanted and replaced. There were no complications.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The battery voltage was below the minimum voltage required for circuit operation. The device was tested on the bench and no anomaly was found. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the asymptomatic patient presented in clinic when the device was unable to be interrogated. Previous device check two months prior during inpatient at a hospital was operating normal. Troubleshooting was performed but was unsuccessful in interrogating the device. Device replacement was recommended.